Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the available information, the reported difficult or delayed positioning (leaflet grasping), incomplete coaptation/slda, and poor imaging appear to have been results of procedural conditions. The reported patient effect of recurrent mitral regurgitation (mr) appears to have a cascading event of the reported incomplete coaptation/slda. The reported patient effect of recurrent mr as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment/slda, recurrent mitral regurgitation it was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The patient had a posterior prolapse. On (B)(6) 2021, one clip was deployed, reducing mr to 2. It was noted that leaflet coaptation and insertion could not be fully confirmed due to shadowing of the shaft and grasping both leaflets was difficult. The next day, it was discovered that the clip became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda), increasing mr to 4. The physician state the cause of the slda is unknown. Additional treatment was not performed. No additional information was provided.